Event description:
It was reported that increased threshold was observed a couple of years ago. The device was programmed to pace lv only. Recently, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.